Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm "no disposable" if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however the pumps operators manual states that the pump will alarm and display an "air in line" message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: b3: correction: date of event: updated.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device had a no disposable alarm and air in line was noticed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.